Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to under delivery due to pumps power loss for more than several hours. The customer¿s blood glucose level was unknown at the time of the incident and other was 97 mg/dl. The customer experienced the vomiting like symptom. The customer stated that auto mode feature active and automatically adjusting insulin at time of high blood glucose. The self test and the displacement test was passed. The device will not be returned for the analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the patient's blood glucose level went upto 462 mg/dl. The patient had experienced diabetic ketoacidosis, had treatment with intravenous insulin drip and had an overnight hospitalization stay.